Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was in middle of life 2 (mol2) with a monitoring voltage of 2.80 volts. It was decided to perform a capacitor reform to avoid the device reaching elective replacement indicator (eri) 24 hours later when the second capacitor reform is performed automatically by the device. The second charge time obtained was 21 seconds and the battery voltage was 2.67v. The physician is dissatisfied with the battery, and there is a concern that the battery has depleted earlier than expected. There were no adverse patient effects reported. Subsequently, additional information was received that this ICD was explanted and will be returned to boston scientific for laboratory analysis.